Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the pump powered up to a blank display. The pump was opened to inspect the display. It was observed that the display was cracked. A test display replaced the cracked display and it worked properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.